Manufacturer narrative:
Device passed the displacement test. No unexpected rewind anomalies noted. However, device received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test or verify prime/fill due to motor error alarm. Device received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, cracked case from reservoir tube window corners, missing end cap sticker and stained address/serial number label. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump shoot insulin out of infusion set instead of just dripping, crack on screen, rewind slow. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.